Event description:
It was reported that the patient woke up in recovery with limited use of her left leg after implant. The event was described as paralysis of the left leg. The lead and ins were explanted later that night. It was noted that the patient required hospitalization. The patient was sent for an MRI the following day. The patient status at the time of the report was reported as alive, with injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient¿s physician stated the cause of the event was ¿surgical¿ and ¿not related to the device specifically.¿ it was noted there were ¿no abnormal¿ impedances. The results of the patient¿s MRI revealed a ¿spinal cord contusion.¿ it was reported the patient required ¿extended¿ hospitalization due to the even and had a ¿serious injury¿ and ¿recovered with sequelae.¿

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).